Event description:
It was reported that, "pt complained of knee pain. Upon x-ray, the screw had disengaged from the insert. The pt did not want to immediately have surgery but after a year, decided to have it revised. The screw was lodged in the fat pad of the knee upon incision."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.